Event description:
The hospital reported that vasoview hemopro 2 c-ring broke inside the cannula.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Event site name exceeds character limitations: cleveland clinic foundation

Event description:
The hospital reported that the vasoview hemopro 2 c-ring broke inside the cannula during the procedure. During the harvesting of the right upper thigh, the c-arm separated at the midpoint of the ¿c¿ structure. The harvesting procedure was completed as planned. However, there was initial concern that a fragment of the c component might have remained inside the patient¿s leg. The leg was subsequently examined using a scope in order to locate the missing fragment. It was then determined that the separated half was lodged within the harvesting tool, still attached at its normal fixation point, but detached from the other half of the c-arm. The incident was reported to the physician, and an x-ray of the leg was performed, which confirmed that no foreign body had been retained. The procedure was completed using the same device, and no delay occurred. No components of the c-ring fell inside the patient.

Manufacturer narrative:
Tw (B)(4). Updated sections: b5, b6, b7, d10, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 03/06/2026. An investigation was conducted on 03/12/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the arms of the c-ring. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be cracked/split and melted in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000508304 history record review was completed.there was a ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.